Event description:
It was reported by service report that the fowler is stuck up and would not lower. No patient involvement or adverse consequences reported.

Manufacturer narrative:
Fowler limit arm. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.